Event description:
Manufacturing ref. #: (B)(4).

Manufacturer narrative:
According to received information, agent spilled on the ventilator unit unintendedly by the hospital staff. Our fse (field service engineer) was on site and investigated the reported event. The unit was cleaned and sw was upgraded. The unit passed all functional, safety, calibration tests and returned to clinical use. The root cause of the reported event is attributed to user error.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the feeding agent was spilled on the ventilator. There was no patient harm. Manufacturing ref. #: (B)(4).